Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump shut off. The blood glucose reading was over 600 mg/dl. The customer stated that in the night prior, the battery went dead. He stated that he did not know that his blood glucose reading was over 600 mg/dl, but he could not get the insulin pump to work because the settings had reset. He stated that he did not hear the low battery alarm. Upon troubleshooting, he found that his settings had been retained, and he reprogrammed the time and date. He advised that he would call back to troubleshoot for the bad battery and battery out limit alarms he had received. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.